Event description:
It was reported that during a multi-organ retrieval, of a patient who was in brain death, there was a perforation of the hepatic vein. Clips would not hold after placing. Another like device was used.

Manufacturer narrative:
Information anticipated, but unavailable at this time.